Manufacturer narrative:
The pacemaker remains implanted. No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Boston scientific crm received information that during a follow-up visit, a tachycardia episode was noted with noise on the right ventricular lead. Seven episodes of pacing inhibition were noted as well. One episode was greater than two seconds. Technical service was contacted and suggested following the patient more frequently. The representative stated that this was likely normal behavior due to the sensitivity settings. No patient symptoms or adverse patient effects were reported.